Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose level. Customer¿s low blood glucose was 700 mg/dl. The current blood glucose level was 140 mg/dl. Customer had a symptom like vomiting and nausea. Troubleshooting was declined for high blood glucose. The product will return for the analysis.